Event description:
High impedance measurements of >4,000 ohms on some of the bipolar leads were seen on the patient's device. The patient was able to be reprogrammed around the problem and an improvement in therapy was seen. Add'l info was requested.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. Caller states the lancet poked him deeper then usual; no medical treatment required. Requested return of suspect device and replacement was sent.